Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the unit shuts off when patient simulator is connected. Customer is using a fluke spotlight tester. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on and function operationally. During internal inspection, the instrument board was observed to be defective. The instrument board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over seven (7) months with no previous reported issues prior to this reported event.